Manufacturer narrative:
(B)(4). Additional information requested and obtained: please provide clarity of surgery- was the original procedure laparoscopic? --- yes. Does this surgeon perform multi-port or single incision procedures --- multi-port and what is his experience with each? --- no information. What device was used with the reloads? --- pse60a. Were there any issues noted with device performance in the initial procedure? --- no. How was the leak identified? --- no information where was the site of the leak? --- no information. Was the device used to create common channel or create otomy? --- no information. During reoperation were any issues with staple formation noted? --- no information. Were diversions required? --- no information. What is the current patient status? --- stable as of 29th july.

Event description:
It was reported that after a laparoscopic right hemicolectomy on (B)(6), leak occurred from the anastomosed site one week after the operation. Reoperation was performed under an open procedure to repair the leak. The amount of the leak was unknown. Blood transfusion was not required. The cartridges of the initial operation were four ecr60d. A device loading the cartridges was used on the jejunum and the colon. The hospitalization of the patient was extended. Lap right hemicolectomy had ever been performed multi-port laparoscopic surgery in this hospital. But this event occurred to change the surgery to a single-incision.